Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturer representative regarding a patient who was receiving gablofen [2000mcg/ml] at a rate of 1591mcg/day via intrathecal drug delivery pump. The indications for use of the pump were intractable spasticity and another type of spasticity. It was reported that the pump logs revealed that a motor stall occurred on (B)(6) 2016 from 3am to 4am. In addition, the logs showed another stall began at 10:11pm on (B)(6) 2016, and no recovery was noted in the logs. The patient was at home when these events occurred, and the patient had not been around new electronics or environments. It was noted that the patient had not recently had an MRI. The cause of the motor stalls was unknown. The patient was admitted to the hospital on (B)(6) 2016. At that time, the patient had been very tight over the previous couple of days; however, the symptoms were hard to know as the patient was non-communicative. It was stated that the patient had been given baclofen through his gastrostomy tube. The pump was replaced on (B)(6) 2016 due to the motor stall. The tightness had not resolved as of (B)(6) 2016; the intrathecal baclofen dose was being titrated at that time.

Manufacturer narrative:
The pump ((B)(4)) was returned for analysis. Analysis of the pump found gear train anomalies including corrosion, wear or lubrication and stall due to shaft bearing.

Event description:
Additional information was reported by a consumer. It was reported that the pump was recalled, failed to keep working, had issues, and caused significant problems for the patient.

Event description:
Additional information was received from a consumer. It was reported that the pump had stopped working one to two months prior to report and the alarm had stopped working. The patient went into baclofen withdrawal and was in the hospital for five days. It was noted that the patient was back to baseline. The patient's medical history included: prematurity, schizencephaly, epilepsy, carnitine deficiency, spastic quadriplegia, development delay, hiatal hernia, gastroesophageal reflux disease, neurogenic bladder, and frontal lobe hypoplasia.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient was injured when the pump failed on the evening of (B)(6) 2016, sending him into baclofen withdrawal. After noticing the pump beeping, the patient's mother took him to the hospital where it was discovered that the pump motor had stopped working and could not be restarted. The patient went through severe withdrawal which manifested itself in extreme muscle tightening, spasms, breathing issues, and excessive perspiration. This caused the patient intense pain and anxiety about what was happening to him, a severe increase in tone throughout his whole body, and leg jerking/spasms exacerbating pain from his dislocated hips. The patient continued to suffer from withdrawal symptoms and muscle tension throughout his entire body as the doctors worked to gradually increase his baclofen levels. Shortly after being admitted to the pediatric unit, the patient began to have breathing problems. The patient's vitals began to drop and his room was immediately filled with the respiratory team. As respiratory examined the patient they stated they did not hear any breath sounds on his right side. The patient could not make any sounds because his chest was compressing and tightening from the baclofen withdrawal. When they got the patient's vitals back they transferred him to the intensive care unit (ICU) that same day after being admitted to the pediatric unit. Around 2:00 a.m. On (B)(6) 2016 the patient was in full withdrawal. He was having leg kicking, sweating, breathing issues, and leg spasms with no sleep. The patient was agitated and distressed. The patient was in withdrawal with no rest and no relief on his body until 1:00 p.m. When he received more medication so he could give his body a rest before surgery. The patient was still having feet and leg spasms along with leg jerking at that time but was able to fall asleep. He had surgery to replace his pump and spent several days in the intensive care unit (ICU) to recover. The patient's vitals still were not on track and he had problems with his heart rate at times and desatting oxygen levels. The doctor thought maybe the patient was having seizures and ordered an eeg but found these breathing episodes to be probably from the withdrawal because his eeg looked fine and he was not having seizures. The patient was discharged on (B)(6) 2016 and in the ICU for 3.5 days. The patient continued to suffer from the aforementioned symptoms, which only abated in (B)(6) when his mind and body reached his dosage baseline. The patient did not recover from all of the stress and pain and return to his normal self for over two months. The pump's eri (elective replacement indicator) revealed on (B)(6) 2016, which was the last pump refill, that the pump had 13 more months of sustainability before it would automatically stop working. The pump did not sound an alarm before the beeping on the night of (B)(6) 2016, when the motor stopped and would not restart. According to a printout regarding the pump's activity, the pump also stalled on (B)(6) 2016 but restarted on its own. The patient's mother thought she heard one faint beep and thought it was the television. About an hour or so later she heard it again and realized it was the pump. The patient had a feeding tube inserted in 2014 in order to help him gain weight so that when the time came to have the pump replaced, he would have gained enough weight to allow doctors to install a 40ml pump in replacement of the 20ml pump that failed. Because of the emergency, another 20ml had to be installed. That meant the patient had to travel to the hospital twice per month in order to have the pump refilled, as opposed to once a month or every other month that could have been managed with the larger pump. The complications and burden of having the smaller pump would only worsen as the patient's baclofen dosage increased. Prior the pump being replaced on (B)(6) 2016, the patient suffered increased muscle tone and seizures. The patient had experienced tremors and difficulties to overcome. The patient continued to suffer from withdrawal symptoms for three months following the pump's failure. The device failure caused excessive pain and torment. The patient had chest x-rays on (B)(6) 2016. Additional information received from a consumer indicated the patient was seen at the clinic on (B)(6) 2016 for concerns regarding baclofen pump malfunction. The patient had been titrated to a dose of 1591mcg/day in a flex mode with a 4 mcg/hr basal rate and 250 mcg boluses every 4 hours. The pump was to alarm (B)(6) 2016, but per his mother, she noticed an alarm going off at 10:00 p.m. Last evening ((B)(6) 2016), and had been going off all night long. She first noticed it was every 10 minutes, but then it would stop for a while, have a random 3 chime alarm, and then be silent again for a bit. It was noted late on monday evening he was stressing again and he vomited. The mother began to hear beeps and she called the emergency room (ER) and had neurosurgery resident paged. Just before the mother left she gave the patient a 40mg dose of oral (g-tube) baclofen and he had a "power puke" about 30 minutes later. The mother felt he got the medication, though, because he was acting more calm and not so stressed. On exam the patient looked to be in mild distress, but at his neurologic baseline. His arms were flexed at the elbow, and his legs are flexed at both the hips (windswept pattern) and the knees. Dystonia was present and was measured on the bad scale at 1 's in eyes, mouth and trunk, and 2's in the neck, ue and le bilaterally. His heart had a regular sinus rhythm, and his lungs were coarse to auscultation. He had difficulty clearing secretions at times. His pump was interrogated and found to be in a motor stall since 22:10 last evening ((B)(6) 2016). It had had a previous motor stall for one hour on (B)(6) at 0300 in the morning, but it had recovered. It did not recover after that motor stall on (B)(6) 2016. For tone control, in addition to his pump, the patient took baclofen: 30 mg in am, 30 mg in pm, 30 mg ohs (sometimes mom gives up to 40 mg tid). Tizanidine: 4 mg ohs dantrolene: 30 mg tid (increased on (B)(6) 2016), and diazepam: 2 mg twice daily prn. As stated earlier, the mother gave him 40 mg of baclofen by g-tube at 0700, and 30 mg again at 10:50 in the morning while in clinic. Just before she left, she gave him 2 mg of diazepam via g-tube, with the plan to repeat each of these medications every 4 hours, alternating so that he got something every 2 hours. The decision was to admit the patient for surgical revision of the pump likely on (B)(6) 2016. The patient had been admitted for baclofen withdrawal due to pump malfunction. At 1805 on (B)(6) 2016 the rn (registered nurse) was alerted to the room via a monitor. The patient had desaturations to 60s for 1-2 minutes. The patient was in no apparent distress. Oxygen was placed but the patient was not taking breaths. The rn attempted to stimulate breaths with no success. There was no seizure like activity, maintained eye contact, occasional smiles, tracked movement. The patient self-initiated breathing again and the doctor was paged. Aa second episode occurred within 2 hours. The patient had increased spasticity and did not appear comfortable. The patient was transferred to the picu at 1940 for breath holding and desaturations to the 60s. The patient was found to be moving little air initially on arrival to the picu but also tended to breath hold when being assessed so lung sounds are difficult to assess. X-ray showed atelectasis, CPAP initiated. Blood gas sent, c02 in the 50s. The patient had multiple desats throughout the night to the 50s-60s, seemed to recover more quickly after increasing fi02 on CPAP to 40%. Ns 20/kg bolus given x2 for tachycardia and very thick secretions. Did not respond too much to first bolus but hr was improved to the 90s after second. The patient also responded well to 2.9mg valium and looked very comfortable that morning with 0600 assessment. Hr and bp very sensitive to agitation. On (B)(6) 2016 they increased the patient's diazepam dose to 3 mg q4h. Around 1200, increased rigidity/spasticity; tachycardic to 140s, breath holding. Md (medical doctor) notified; gave 1 dose of midazolam IV. Per patient's mother's request, CPAP mask removed to eliminate possible source of agitation; patient placed on room air. Tolerated well. The patient rested comfortably for the remainder of the shift. The patient was transferred from picu to or by anesthesiology at 1600. The patient was with desats to the 50s, the md was at the beside to assess. The patient recovered with positioning/increased oxygen, high flow nc ordered. The mother was told after the replacement surgery the patient was just waking up and was doing fine at that time. The patient tolerated the procedure without difficulty. There were no complications during the procedure. The patient was tolerating hfnc well, did have one desat to the 60s early morning on (B)(6) 2016. The patient's heart rate was to the 140s. The patient was alert and tracking during episode, smiling at mom, color pink. Came back up to the 90s in a couple of minutes without intervention. Lung sounds coarse and diminished. Patient was very sleepy throughout the night, mom requested to hold 2000 diazepam, md approved. Switched to prn as patient did not seem very rigid and mom thought he was comfortable enough without it. The heart rate was noted to be irregular on EKG, a bmp was ordered. Electrolytes were within normal limits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.